Event description:
At bedside I smelled tpn and looked around and did not see a leak anywhere; after about an hour I looked again and continued to smell it then I looked on the bed and there was a wet spot and some on the floor. Upon investigation, leak found in tubing approx 2-3 inches from luer connection.